Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1273, awareness date 05-oct-2015). It refers to a female consumer of unspecified age in united states who had essure 205 (fallopian tube occlusion insert) inserted in (B)(6) 2005. She had a dye test at 3 months post-operative which showed the tubes 100% blocked. She ended up pregnant in (B)(6) 2005. She experienced tremendous amount of pain the whole pregnancy, mainly on the right side. Baby was delivered early, at (B)(6), due to the pain. She returned to the doctor numerous times following delivery due to pain. About 3 years later, the doctor decided to remove them due to the pain. Upon exploratory surgery, she found the right essure on the outside of uterus and also a bowel adhesion close to the same area. She would not remove the left essure because she was afraid it would cause more damage than it was worth. She was experiencing constant aches and pains, unexplained pancreas issues, hair loss, insomnia, back pain, weight gain. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed, therefore a relationship to the reported medical eve(s)/lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. A review of similar cases for this batch resulted in no unusual pattern identified. Based on the available information, there is no relationship between the reported medical event(s) /lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and got pregnant. She gave birth to a baby at (B)(6) of gestational age (premature labour). She experienced tremendous amount of pain the whole pregnancy, mainly on the right side. About 3 years after essure insertion, the doctor decided to remove them due to pain. Upon exploratory surgery, she found the right essure on the outside of her uterus (seen as device dislocation into abdominal cavity). All events were considered serious due to their medical importance. Premature labour is unlisted in the reference safety information for essure while the other events are listed. Prematurity is a term for the broad category of neonates born at less than 37 weeks' gestation. The complications of preterm birth arise from immature organ systems that are not yet prepared to support life in the extrauterine environment. In this case, baby was delivered early at (B)(6). Considering the possiblity of mechanical interference of the devices during pregnancy cannot be totally excluded, the prematurity is assessed as related to essure use. It is not known whether the essure was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later, during pregnancy. Considering the nature of the other events, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure 205 (fallopian tube occlusion insert) inserted and got pregnant. She gave birth to a baby at (B)(6) weeks of gestational age (premature labour). She experienced tremendous amount of pain the whole pregnancy, mainly on the right side. About 3 years after essure insertion, the doctor decided to remove them due to pain. Upon exploratory surgery, she found the right essure on the outside of her uterus (seen as device dislocation into abdominal cavity). All events were considered serious due to their medical importance. Premature labour is unlisted in the reference safety information for essure while the other events are listed. Prematurity is a term for the broad category of neonates born at less than 37 weeks' gestation. The complications of preterm birth arise from immature organ systems that are not yet prepared to support life in the extrauterine environment. In this case, baby was delivered early at (B)(6) weeks. Considering the possibility of mechanical interference of the devices during pregnancy cannot be totally excluded, the prematurity is assessed as related to essure use. It is not known whether the essure was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later, during pregnancy. Considering the nature of the other events, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.